Event description:
The cysto-nephro videoscope was returned to the service center for a separate issue. During evaluation of the device, corrosion was found on the device distal end and objective lens and required repair. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion in the device distal tip and objective lens could not be determined, however, the issue was likely the result of component failure due to degradation, repetitive use stress, insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.